Manufacturer narrative:
Batch review performed on 05 january 2025: lot 2515646: (B)(4) items manufactured and released on 21-jul-2025. Expiration date: 2030-jul-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had primary left hip surgery on (B)(6) 2019. On (B)(6) 2020, the patient came in reporting pain due to a fracture. The cause of the fracture is unknown. The surgeon cabled the fracture and revised the stem and head to a competitor stem and head. The surgeon also revised the medacta liner to a medacta liner. The surgery was completed successfully. On (B)(6) 2025, the patient came in for due to a subsided competitor stem. The surgeon revised the medacta liner to a medacta liner and revised the competitor head and stem to a different competitor head and stem. The surgery was completed successfully. On (B)(6) 2026, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the competitor stem and head with a new competitor stem and head and revised the medacta liner with a new medacta liner. The surgery was completed successfully.